Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) medication could not be delivered and the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: stating that the drug solution did not come out, a patient brought two affected products to the pharmacy. When checking the complaint products, the pharmacist found that the needle npe was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 16-feb-2023. H6: investigation summary: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) medication could not be delivered and the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: stating that the drug solution did not come out, a patient brought two affected products to the pharmacy. When checking the complaint products, the pharmacist found that the needle npe was broken.